Manufacturer narrative:
The complaint of a damaged stylet wire is confirmed and will be reported as user-related. Returned for eval is a section of a flush through stiffener stylet wire that is contained in a groshong 4 fr PICC clearvue catheter. The damaged stylet wire was returned loose and without the white hub flush through connector. Gross and microscopic examinations reveal a single bend in the wire. The distal tip of the stylet terminates with its manufactured blunt round end. The proximal end of the stylet wire contains evidence it was cut with a sharp instrument. Presumably the wire and catheter were cut simultaneously prior to the assembly of the two piece connector. The IFU gives detailed directions for pre-flushing the lumen and proper retraction of the stylet wire prior to assembly. This may be a user technique issue. A lot history review (lhr) of rexc0949 showed no other similar product complaint(s) from this lot number.

Event description:
The port system was implanted in the pt. On (B)(6) 2014, the stylet was found to be remaining in the pt body. The stylet was removed.